Event description:
Additional review of the product analysis (pa) result was completed. It was determined that white residues are an acceptable output of the manufacturing process, and a "no-clean" solder paste is used that is known to leave benign residue that does not require cleaning. A review of the pa data dump identified that the minimum battery voltage recorded was below the end of service (eos) threshold, and this occurred within 1 day of the pocket revision surgery (this surgery was for patient comfort only). A review of the battery voltage history found that the voltage drop was consistent with what would be expected if an asic latch-up event occurred. Based on this assessment, it is not suspected that the observed manufacturing residues in the pa analysis are ultimately at cause of the premature battery depletion as these are known and acceptable manufacturing byproducts and the battery voltage record of the device in use is consistent with an asic latch that most likely occurred during a known surgical event. No additional relevant information has been received to date.

Event description:
Generator product analysis (pa) was completed. The reported ¿premature end of life¿ was duplicated in the pa lab. As-received, the generator was at near end of service = yes. Comprehensive electrical testing showed that the generator performed according to all functional specifications, except for the low battery voltage. Visual assessment of the printed circuit board assembly (pcba) showed white residue from the weld process around pins 23 and 24 of a1 on the pcba. Resistance measurements between these pins showed that there was a change in the resistance between the two pins, which was shown to impact the vbat calculation. Due to the change in resistance measurement between pins 23 and 24, it appears that the white residue between the pins may have contributed to the premature low vbat status being shown. No additional relevant information has been received to date.

Event description:
The patient underwent vns generator replacement. The physician requested analysis on the explanted and returned generator to assess if there was a malfunction. No clarification regarding the suspected malfunction has been received to date. The suspect device has not been received to date. No additional relevant information has been received to date.

Event description:
Additional product analysis (pa) requested on the pulse generator. The battery was reconnected to the generator and connected to a 4 kohm load, and the battery voltage was monitored during system diagnostics. System diagnostic test shows diagnostic battery voltage measured approximately 2.060 volts. The pa bench vbat calculation was 2.070 volts. This indicates that the presence of residual material on the generator printed circuit board assembly is not expected to have caused a resistance change between the pins is not likely to have caused the premature battery depletion. It is possible that the premature depletion was related to the internal impedance of the battery. No additional relevant information has been received to date.

Event description:
It was noted that the request for product analysis was due to suspected premature battery depletion. The suspect generator was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.